Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer at follow-up call on 02-feb-2021 to ensure customer's condition had improved. Customer did not report diabetic symptoms at the time of the follow-up call. Medical attention had been required since the initial call; on (B)(6) 2021, the customer stated her doctor had advised her to go to the emergency room. Customer stated her blood glucose test result when at the hospital had been very high; customer did not recall the exact result. Customer had been admitted and treated for hyperglycemia. Customer was discharged from the hospital on (B)(6) 2021. Customer stated she now takes insulin three times daily with meals. No additional blood tests using the true metrix meter were reported.

Event description:
Consumer reported complaint for e-3 error message. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. Customer was not concerned with the result; customer stated she is a new diabetic. The customer's expected glucose range is unknown. At the time of the call, the customer reported symptoms of thirst, fatigue and frequent urination; customer stated she was going to call her doctor.

Manufacturer narrative:
Sections with additional information as of 05-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-062: user had poor technique.